Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr met with the respiratory therapist who explained that the ventilator had the following settings: bias flow set to 10, frequency at 8, power at 4, inspiratory time at 32, mean airway pressure (map) was at 9 cmh2o, delta-p at 38, max paw set at 47, and min paw set to 4. The respiratory therapist informed the fsr that when the adjust was set to the minimum, the map would only go down to 10.4 with a delta-p of 39. The map would not go any lower. The respiratory therapist wanted to have the map at 8, when the device was on the patient. The fsr opened the cover to check the adjust valve function and the valve was working normally. The fsr performed 2k preventative maintenance and found that the pressure regulators did not need any adjustments. The ventilator passed the performance test. The fst ran the ventilator with same settings used by the respiratory therapist and the map could be set to 8. The fsr found that if the patient circuit calibration is out of specification, the map will not be able to be set lower than 10. The fsr informed the customer of the findings. The unit meets factory specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) would not go below 9, despite the bias flow being set at 10. There was no patient injury associated with the reported issue.